Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the proximal left anterior descending (lad) artery. A 2.75 x 16 synergy ii drug-eluting stent was implanted to treat the lesion. However, post-deployment, the patient started having chest pain. It was then revealed by angiogram that the stent thrombosed. The vessel was completely shut down and after giving nipride and post dilatation with an nc balloon catheter, the flow was regained. Aggrastat also given and ran post procedure. The patient was discharged with plavix. No further patient complications were reported and the patient's status was stable.